Event description:
Patient reported in her annual questionnaire that she has an infant that was born with down's syndrome. Several attempts have been made to the physician office, but to date there has been no response. This mw is addressing the left breast implant. MFR #2024601-2012-00492 is for the right side.

Manufacturer narrative:
(B)(4). Device labeling reviewed. Concerns have been raised regarding potential damaging effects on children born to mother with implants. Two studies in humans have found that the risk of birth defect overall is not increased.